Event description:
The customer's mother called to report that her daughter's bgs were high (407-492) over a seven hour period. A bolus was administered which was unsuccessful at lowering her bgs. A kink was seen in the cannula, though the pod did not initiate an alarm. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.